Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented for generator change out duet to normal eri. High, out of range, hv lead impedance was noted on rv to can. An attempt to apply saline in the pocket and compress it was not successful. The patient is doing fine.

Manufacturer narrative:
The reported impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.